Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer for this complaint, however, samples were returned for a related complaint. The customer's report of a free flow condition was confirmed by functional testing. The issue was determined to be due to a faulty check valve in the returned primary administration set. During testing of the returned administration set the fluid from the secondary bag was found to be flowing through the check valve into the primary bag. Review of the pump module event logs confirmed that beginning on (B)(6) 2020 at 9:53 am two secondary infusion programs of unknown drugs were programmed with both of them switching to the primary infusion on schedule. No obvious programming issues were observed. Laboratory testing consisting of a 1-hour timed rate accuracy test found the device to be slightly out of specification at -5.14% error and under infusing. This issue was corrected by calibration and is noted as an incidental finding. No unregulated flow was confirmed during testing. Dimensional analysis of the returned incident set was performed at bd, brea. The IV set silicone segment (p/n: 12088541) was found to be in specification. Internal and external inspection was performed and no issues were found that would have contributed to the customers reported over-infusion event. The mechanism assembly will be replaced by bd service since it cannot be reassembled. A device history record review could not be performed on model: 2420-0007 because a lot number was not provided by the customer.

Event description:
It was reported that as lvp 20d 2ss cv had a check valve malfunction. The following information was provided by the initial reporter: material no: 2420-0007 batch no: unknown. It was reported that there was a back-flow check valve failure. Event description per email states: sd cad¿s failure investigation (pr: 372552) revealed failure of the disposable set model#: 2420-0007 (backflow check valve failure). Awareness date (investigation signed-off date) is 22sep2020.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. FDA device problem code: 2945. FDA patient problem code: 2199.

Event description:
It was reported that as lvp 20d 2ss cv had a check valve malfunction. The following information was provided by the initial reporter: material no: 2420-0007 batch no: unknown it was reported that there was a back-flow check valve failure. Event description per email states: sd cad¿s failure investigation (pr 372552) revealed failure of the disposable set model# 2420-0007 (backflow check valve failure). Awareness date (investigation signed-off date) is 22sep2020.